Event description:
Embolization of a previously ruptured left frontal avm with onyx. With successful embolization of two feeders in the distal mca, upon navigating into a third tortuous distal mca branch, it was reported the catheter perforated a pt's vessel. Dr then quickly injected 1cc of onyx to seal the perforation and the pt was sent to CT scan. No pt injuries or complications were reported as a result of this event.